Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's programming needed adjusting as all 4 programs were not working for the patient. Caller did not want to do troubleshooting over the phone, they wanted to work with a rep. There was no known activity/event that prompted this issue. The healthcare provider reported the patient had been self-managing with making programming changes with the patient programmer by going through all 4 programs. Patient was being managed appropriately and hadn't had to catheterize, but had gone back to urinary retention. Troubleshooting was denied over the phone, the caller was going to call the rep to discuss further. No further complications were reported or anticipated.